Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: miracle 6. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The mini trek 1.2 x 8 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, de novo lesion in the proximal right coronary artery. Dilatation was performed with a mini trek 1.2 x 6 mm and then with a mini trek 1.2 x 8 mm over a non-abbott guide wire inflated to 16 atmospheres. After correct deflation, both mini trek balloons were very difficult to remove from the guide wire. Force was applied to remove the balloons catheters from the patient. Both balloons were removed without the need to remove the guide wire. There were no adverse patient effects reported and no clinically significant delay. No additional information was provided.